Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that they received no delivery alarm. The customer also reported that they received that they received unexpected restart alarm and external ram error alarm. The customer's blood glucose was 200 mg/dl at the time of incident. The customer stated that the blood glucose reached 500 mg/dl. The customer stated that they treated with manual injections. The customer performed plunger push and the insulin did exit. The customer performed manual prime and the insulin pump did not alarm no delivery. The customer stated that a temporary basal was not programmed before the alarms occurred. The customer stated that the insulin pump was not stored or not in use for an extended period of time. The customer stated that the bolus amount was recorded in the bolus history when bolus into air. The customer performed self test and the insulin pump passed. The insulin pump will not be returned for analysis.